Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had fallen and broke equipment at one point. The caller did not have any additional information on the event. There were no further complications that have been reported as a result of this event.